Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report unexplained high blood glucose levels for the past couple of days. The customer's most recent blood glucose reading was 270 mg/dl. The customer felt that the insulin pump was not delivering insulin accurately. Troubleshooting was performed. The time was off by an hour, and he was assisted in correcting it. The reservoir volume was correct. The customer did not have the tubing clamp for the high pressure test. The customer stated that he would get on a back up plan, and call back if the issues continued. Nothing further was reported.